Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted 45% within one day. The customer¿s blood glucose was 126 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.